Event description:
The doctor was performing knee injections and 2 of their patients from a week ago developed septic arthritis (basically knee joint infection.) This has never happened before until now.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The issue may come from other things i.e. The medication or operation.the event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.